Manufacturer narrative:
No product has been returned for investigation at time of file. Retain testing of the strip lot has not been requested, strip lot unk. A f/u report will be filed.

Event description:
Routine complaint investigation when a consumer reported receiving low readings on the precision xtra blood glucose meter. The customer received treatment at the hospital for infections which she believes is due to her monitor giving incorrect results. She will be meeting with her diabetic nurse to make a claim for the loss of income and mental disorder due to meter results.